Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator has been reached on january 01, 2000; and that remote monitoring was disabled. Technical services (ts) was consulted and determined that this was likely a false positive explant indicator related to a software update. Ts indicated that full telemetry function could be restored via an upcoming software update. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker had remote monitoring restored in clinic, however device data could not be sent with the communicator. It was noted that the patient received a new communicator prior to having the device undergo a software update to restore telemetry. Ts indicated that the patient would now need a new communicator to resolve. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator has been reached on (B)(6) 2000; and that remote monitoring was disabled. Technical services (ts) was consulted and determined that this was likely a false positive explant indicator related to a software update. Ts indicated that full telemetry function could be restored via an upcoming software update. This pacemaker remains in service. No adverse patient effects were reported.